Manufacturer narrative:
A ge service representative performed an on site investigation. The hv cable and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported there was a loss of fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with this event.